Manufacturer narrative:
Patient's ID was not provided for reporting. This report is for one (1) unknown nail. Part#, lot# and UDI # is not available. Device malfunctioned intraoperative. Device was not implanted/explanted. Device is expected to be returned for manufacturer review/investigation but has not been received yet. This report is for one (1) unknown nail. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a hip surgery. During the procedure, the drill bit for proximal locking missed the hole in the nail and did not line up through the radiolucent aiming arm. Free handing the drill bit through nail was then done. There was a surgical delay of 25 minutes. No patient consequence was reported. Patient outcome was unknown. This report is for one (1) unknown nail. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.